Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and pass. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).